Event description:
It was reported that before using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there was a black foreign matter in the inner wall of collection tube. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: 100 retention samples from bd inventory were evaluated by visual examination. No foreign matter (fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fm. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.